Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. External visual inspection: no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed using the received cycler, and there were no alarms that occurred during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The internal, visual inspection of the cycler unit found no discrepancies. The valve actuation, system air leak and patient sensor calibration tests passed. The load cell value and verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The received medical record does not contain dialysis treatment records, physician orders, or medical records for review. There is documentation in the medical record supporting a probable association between the cycler and the event of "overfill" symptoms of fullness, shortness of breath (sob), and the event of cycler malfunction causing the iipv. Overfill events may occur in certain situations involving operator error, such as when drain 0 is bypassed when the patient has a prescribed last fill, and or a midday exchange was performed and was not accounted for when starting continuous cycling peritoneal dialysis therapy.

Event description:
The patient's pd nurse reported that during treatment on (B)(6) 2015, the patient experienced "overfill" symptoms of fullness and shortness of breath (sob) while using delflex 1.5% dextrose solution. A stat drain was performed on the cycler before fill 1 was completed, which relieved the patient's symptoms of fullness and gave the patient comfort. On (B)(6) 2015 at 1616, blood pressure was 163/60, pulse 70, temperature 97.9 degrees fahrenheit, respirations 18, oxygen saturation 95%. On (B)(6) 2015 at 2311, blood pressure was 153/62, pulse 68, temperature 97.8 degrees fahrenheit, respirations 18, oxygen saturation 95%.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse called to report that the patient was having trouble breathing and felt that the patient was overfilled by the cycler. The nurse drained the patient before disconnecting the patient from the cycler. Drain 0- 577, fill 1- 2674, drain 1- 11510. The reported drain volume of 11510 was 384% over the expected drain volume resulting in a reportable device malfunction.